Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing noted on the electrograms (egm). Low p-waves were also observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead sensitivity was reprogrammed as a result of the event.